Manufacturer narrative:
Concomitant products: product ID 8575, lot # n076422, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot # l71605, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that the patient had been having fluid accumulate for ¿months¿ and they suspected a seroma. Per the reporter, they "opened up the patient" and aspirated 100 cc of fluid. The reporter also stated there was a portion of the catheter in the pocket attached to the pump, but they could not see the rest of the catheter; it "was gone" and they believed it retracted into the spine. It was noted that no x-ray was performed prior to opening the patient. It was noted that the general surgeon did not feel comfortable going to the spinal incision site to replace the catheter. Per the reporter, they saw cerebrospinal fluid (csf) tract with clear fluid. The patient had a return of pain in the last five days. The pump was to be programmed to minimum rate mode. It was noted that a neurosurgeon would be contacted to resolve this in the ¿next day or so.¿ the pump system was being used to deliver bupivacaine and dilaudid. It was further reported that the catheter was disconnected at the distal end of the suture less connector and the 20 cm piece that was added on. The spinal portion of the catheter recoiled up beyond pocket reach, and the general surgeon did not want to address this at the spine. It was noted that nothing else was done, and that the pump was preserved by turning it to minimum rate, and ¿these resecuring in pocket.¿ it was noted the patient was ¿fine¿ and was on oral medications for pain.